Event description:
It was reported that the ipg was moving in the pocket causing the patient to experience pain. The patient reported occasional shocks at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced.

Manufacturer narrative:
The date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The reported event for ipg migration cannot be confirmed through product analysis testing. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. The ipg was functionally tested and passed all testing.